Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and the lot code required to identify the manufacture date was supplied. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information. The investigation could not verify or draw any conclusions about the reported event. Although the current investigation did not establish the need for corrective action, CAPA (B)(4) was previously initiated to identify root cause and any corrective actions. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Mbt keel punch broke during surgery. **update**(B)(4) 2013 upon new information received by the analyst, this instrument is being reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.